Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation, however, medical records and images were provided and reviewed. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava, material deformation, filter limb detachment and filter tilt. Based upon the available information, the definitive root cause is unknown. H10: g3,h6(device, method, conclusion). H11: b5,g1,h6(result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800j vena cava filter allegedly experienced malposition of device, detachment of device or device component, perforation and material deformation. This report was received from a single source. This malfunction did involve patient with no reported patient injury. The female patient is 39 years old and weighs 165 pounds.

Manufacturer narrative:
For the reported complaint, the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800j. Vena cava filter allegedly experienced malposition of device, detachment of device or device component and patient device interaction problem. This report was received from a single source. This event did involve patient with no reported patient injury. The patients age, weight and gender were not provided.